Event description:
A discordant, falsely elevated magnesium (mg) result was obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant results were not reported to the physician(s). The sample was repeated twice on the same instrument. The first repeat result was similar to the initial result, but the second repeat result was lower. The sample was then tested in a reference lab, resulting lower than the initial and first repeat results. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated mg results.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and reported that their quality (qc) samples for phosphorus, magnesium, glucose, lipase, alkaline phosphatase (alp) and amylase were out of range. The customer reran all the qc samples on a new film, and all except for lipase were within range. A customer service engineer (cse) was dispatched to the customer site. The cse replaced the sample and reagent arm tubing and cleaned the windows. The cse then replaced the ultrasonic seal and adjusted the cuvette film height. The cse also replaced the sampler reagent 1 and reagent 2 syringe tips and verified the syringe gaps. The cse calibrated all temperatures and performed the alignment of the instrument and the arms. The cse re-visited the customer site and replaced the ultrasonic board and the reagent 1 transducer. The cse realigned the probes and performed a system check twice, which passed. The cse also ran qc, which were within acceptable ranges. The cause of falsely elevated mg results for one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required